Manufacturer narrative:
Hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the catheter and valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023, and on (B)(6) 2023, the physician found out that the catheter was obstructed. Therefore, the valve was explanted on (B)(6) 2023 and found that there was a thick yellow liquid in the valve. On (B)(6) 2023, revision was performed and a new hakim valve was implanted. The patient has infectious disease - human immunodeficiency virus (hiv) with history of tubercular meningitis. The patient did not get infection after the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.